Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data had been included in the report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 135 ohms. Upon review, it was noted that there was gradual increase in the impedance measurements. Technical services (ts) discussed possible calcification issue and recommended programming options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data had been included in the report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 135 ohms. Upon review, it was noted that there was gradual increase in the impedance measurements. Technical services (ts) discussed possible calcification issue and recommended programming options. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted and successfully replaced. No additional adverse patient effects were reported.